Event description:
It was reported the screen on the unit blanked out and the unit rebooted itself. The device displayed a l3-020 blue cable error. The doctor decided to stop the case at that point with adequate samples retrieved, but didn't deploy the marker. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor, interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.